Event description:
The user received questionable results for vancomycin on the integra 400 plus analyzer. The event involved two patient samples which gave discrepant results. Patient sample 1, the initial vancomycin trough result gave 54.0 ug/ml. The sample was repeated three times giving 9.8, 9.3 & 9.8 ug/ml. The vancomycin trough result of 9.8 ug/ml was reported outside the laboratory. Patient sample 2, male (B)(6), date of birth (B)(6). The initial vancomycin random result gave 46.9 ug/ml. The sample was repeated three times giving 21.4, 22.0 & 21.8 ug/ml. The repeat random vancomycin result of 21.4 ug/ml was reported outside the laboratory. The user said the original results were not reported outside the laboratory and the patients were not affected. The vancomycin reagent lot number was 62066601. The field service representative determined the cause was fluidics failure of the probe. He replaced the probe. Performance tests were run and were acceptable.